Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 19611sg , frequency and expiration date unspecified). After an unspecified duration, on 19-nov-2012, in the morning the consumer noticed that the toothbrush handle broke in half, while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No product was returned. Lot number was updated to 19611sg. Retain sample was evaluated and met specification. Based upon an acceptable document review, due to lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. No adverse trends were identified during the complaint investigation. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number was updated from 19611sg to 19611sg s1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2014. Sample was received. The defect observed in the returned complaint sample was not due to a manufacturing occurrence and was manufactured according to the specification. The material of the handle was changed, validated and released in sep-2012. Based on the information available, this device was used as intended for treatment. Although the returned sample received was broken, the break occurred due to high compression forces. It was verified that during the validation of this product the toothbrush was subjected to overbend testing and no toothbrushes broke.the returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 19611sg , frequency and expiration date unspecified). After an unspecified duration, on (B)(6) 2012, in the morning the consumer noticed that the toothbrush handle broke in half, while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 19611sg , frequency and expiration date unspecified). After an unspecified duration, on (B)(6) 2012, in the morning the consumer noticed that the toothbrush handle broke in half, while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No product was returned. Lot number was updated to 19611sg. Retain sample was evaluated and met specification. Based upon an acceptable document review, due to lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. No adverse trends were identified during the complaint investigation. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 19611sg , frequency and expiration date unspecified). After an unspecified duration, on (B)(6) 2012, in the morning the consumer noticed that the toothbrush handle broke in half, while using. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No product was returned. Lot number was updated to 19611sg. Retain sample was evaluated and met specification. Based upon an acceptable document review, due to lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. No adverse trends were identified during the complaint investigation. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number was updated from 19611sg to 19611sg s1. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.